Manufacturer narrative:
The device was received not deployed and in pod state 15 with 47 pulses delivered. During investigation, the downloaded pod data was observed and it was determined that the pod successfully completed first prime and then was deactivated before starting second prime. No damages or defects were observed that would prevent the needle from deploying during second prime as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.3. Hardware: iphone11.8. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. As treatment, a new pod was applied. No impact to the patient's glucose level was reported.